Event description:
The customer contacted beckman coulter, inc. (Bec) to report that erroneously low potassium (k) results were generated on their unicel dxc 600 pro synchron chemistry analyzer. The customer reported that erroneous results were not reported outside of the laboratory. There was no report of impact to patient treatment associated with this event. It is unknown how many patient samples were impacted by this event. The customer did not provide patient sample data.

Manufacturer narrative:
A bec representative instructed the customer via telephone to perform the onscreen flow cell maintenance. In addition, the customer was instructed to clean the carbon bridge and the potassium tip. The customer primed the ise system ten times. The customer was also faxed a copy of the sodium hypochlorite flow cell cleaning procedure. Bec has opened a CAPA to further investigate this and other similar reported events. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.